Manufacturer narrative:
The device has been received. The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a 9421 (motor error-pmc, right) malfunction alarm code. On an unspecified time, an unspecified channel of the device was programmed to deliver normal saline 0.9%, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported the device alarmed for an unspecified alarm code and became inoperable. The device was removed from clinical use. Therapy was resumed using a replacement device. There was no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During a review of the device history at the user facility, a s421 malfunction alarm code was noted. No add'l info was provided.